Event description:
It was reported that a physician trained in the use of the prostar xl device achieved arteriotomy closure of a common femoral artery during an unspecified procedure. Reportedly, when the prostar xl device was unpacked, a thread was noticed to be sticking out of the marker lumen. The device was not used, and there was no pt involvement. Another prostar xl was prepped for use and although the device also had a thread sticking out of the marker lumen, it was successfully used to achieve hemostasis. There was no reported adverse pt effect. Though requested, no add'l info was provided.

Event description:
A medtronic representative reported an alleged inaccuracy after completing navigated 3d spin in a spine surgery. The inaccuracy was thought to have been caused by frame movement. They took another 3d spin and were accurate. The surgeon completed the surgery using the system with no impact to the pt outcome.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found that the handle was still in a pre-deployed position and there was no slack on the sutures. The marker tube appeared normal and there was no thread found sticking out of the lumen. However, the white suture bight was exposed at the suture tube because the coiled suture lumen was not returned. Each device is inspected during final inspection and packaging to assure that the coiled suture lumens are seated over the distal lumen (connected), all lumens lie above the interlock with no sharp bends, coiled lumens are perpendicular to the locked handle, the lumens are not wrapped around the handle and the marker lumen is not contained in between the windings of coiled suture lumen. No manufacturing or quality issues were detected. Based on the investigation, the device conformed to specification and a root cause for the reported thread could not be determined. Review of the device history record for this lot did not produce any findings relevant to this report. Additional one unused representative sample with the same lot number as the complaint device was returned for evaluation. Functional testing was performed and the device passed with acceptable results.

Manufacturer narrative:
(B)(4). The device is expected to be returned for eval. It has not yet been received. The second prostar xl (part 12322-02, lot 900446h), indicated is being filed under a separate medwatch MFR#.